Event description:
Oxygenator on heater cooler had a possible blood leak. Blood cultures were drawn from the patient and the pump. Specimens were taken from the heater cooler for cultures. Md notified and aware. No harm done to patient. Received evaluation from our biomed department that neither the heater/cooler or the perfusion equipment were at fault in this event. It is evident that the fault is with the disposable oxygenator/heat exchanger. It was apparent that there was no contact between the blood and the water of the heater/cooler. It was evident that the blood leaked into the gas side of the oxygenator. The disposable reservoir and oxygenator were picked up by medtronic rep to do detailed analysis and testing to validate the failure of the gas/blood barrier. All cultures were reported as negative.